Event description:
This customer reported that a possible failure to discharge via internal paddles at 30j. There was no impact to the involved patient.

Manufacturer narrative:
This customer reported that a possible failure to discharge via internal paddles at 30j. There was no impact to the involved patient. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.